Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample across two different dimension vista 1500 instruments. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on one of the instruments and resulted higher. The physician(s) questioned the repeat result. The customer then respun the sample and repeated it across the two instruments which resulted higher. In addition, the customer repeated the respun sample on a centaur xp instrument which resulted higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The customer recentrifuged and repeated the sample on two different instruments and the sample resulted as expected upon repeat testing. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.